Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the force bipolar instrument did not use the energy and did not work. Customer changed the cable, and it did not give energy. Customer checked drapes which were okay and changed the instrument to apply energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed an collision of other instruments or tools. There also was no problem removing the instrument from the cannula.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.